Event description:
The patient received his ipg on (B)(6) 2005. It was reported the patient deactivated the ipg on (B)(6) 2007. When the patient attempted to activate the ipg it would not communicate with the programmer, no matter the placement of the programmer wand. A new programmer was sent to the patient to help resolve the issue. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.